Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after a nurse had inserted a 20 g x 1.00 in. Bd saf-t-intima¿ IV catheter safety system and pulled the guide wire, the safety mechanism did not activate. There was no report of injury or medical intervention.

Manufacturer narrative:
One used sample without original packaging and one photo were returned for evaluation. A visual inspection of the returned unit revealed that the safety mechanism was activated and the cannula was not exposed. A photo inspection showed an exposed cannula but this defect can be related with an incorrect activation by the user because the safety device was completely activated. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6146717. A manufacturing review revealed that no equipment, instrument, process, or surfaces could have caused the customer's indicated failure mode. An absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Additionally, our quality engineer notes that this defect could be related with an incorrect activation by the user.